Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker change procedure. During the procedure, the physician noted that the left ventricular lead connector could not be seated completely into the new pacemaker header. Adjustments to the connector placement caused it to become loose resulting in abnormal impedance measurement. The physician replaced the pacemaker and the lead was able to be inserted normally with satisfactory measurement. It was suspected that this was a pacemaker header connection anomaly. The procedure was completed without further consequence. The patient was in stable condition.

Manufacturer narrative:
The reported event of inadequate insertion of the left ventricle (lv) lead into the lv connector was confirmed. Final analysis found the is-4 lv lead was being blocked from full insertion by the lv-setscrew that was down blocking lead insertion passed it into the connector port. The physician did not sufficiently back the setscrew out from blocking the port. For lab testing of the returned device, is-4 lv leads could be fully inserted into the lv-connector without difficulty and with normal force. The lv-setscrew could be tightened onto the leads holding them securely in the connector. With the setscrew properly tightened down on the lead, lv lead impedances read normal. No device anomalies were found.the problem was caused by the user since the user¿s manual states to retract or back out the setscrew for lead insertion problems. This was not properly done by the user.